Event description:
It was reported that the spinal cord stimulation (scs) system was replaced to provide improved coverage of pain areas for the patient. The explanted leads could not be returned in accordance with facility protocol. Postoperatively, the patient experienced good coverage in the pain regions, and lead impedances were within acceptable limits.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 7089442. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Follow up 001: block b3: patient had sub optimal coverage of the right side since the date of implant. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 7089442. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system was replaced to provide improved coverage of pain areas for the patient. The explanted leads could not be returned in accordance with facility protocol. Postoperatively, the patient experienced good coverage in the pain regions, and lead impedances were within acceptable limits. Additional information revealed that the patient experienced insufficient relief on the right side.